Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. Unit had scratched display window

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 62 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.